Event description:
It was reported that a direct stent procedure was performed in order to treat a lesion in the subclavian, with little tortuosity or calcification. A 10 x 38 omnilink was used in an attempt to cross the lesion. But the attempt failed and upon removal of the device, the stent became dislodged. A snare device was used to successfully remove the stent from the pt. A 9.0 x 38 omnilink was then attempted, but it also failed to cross and the stent dislodged from the balloon. This stent was also successfully snared and removed from the pt.